Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint that the guidewire could not be threaded through the microintroducer was inconclusive due to the sample condition. Two photographs of the users attempting to thread the guidewire through the microintroducer/dilator/sheath were returned for evaluation. The guidewire was being used clinically and had been inserted into the patient prior to the photographs being taken. The guidewire was seen either partially inserted into the dilator tip or threaded right to the opening of the dilator tip. It could not be determined from the photographs if any of the coils on the guidewire had been damaged or displaced and/or if the dilator tip contained any damage. Compatibility between the interfacing components, dimensional analysis, and microscopic observation could not be conducted without the physical sample. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. As the submitted photographs did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. If the physical sample is received at a later date, this investigation will be updated with the relevant information. The report of incompatibility between components has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential issues. Possible contributing factors could include dimensional incompatibility, displaced coils on the guidewire, an occlusion within the dilator, or a damaged dilator tip. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that during insertion of the PICC catheter, the guide wire was too thick to pass through the introducer sheath. After trimmed, it still could not pass the introducer sheath. Therefore, a new cannula kit was used and the guide wire still could not pass. This patient expressed great dissatisfaction. The thicker portion of the guide wire at the distal end was then cut off and the catheter was placed successfully. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refy3459 showed one other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility in china.

Event description:
It was reported that during insertion of the PICC catheter, the guide wire was too thick to pass through the introducer sheath. After trimmed, it still could not pass the introducer sheath. Therefore, a new cannula kit was used and the guide wire still could not pass. This patient expressed great dissatisfaction. The thicker portion of the guide wire at the distal end was then cut off and the catheter was placed successfully. It was reported this occurred with two devices. This report addresses the first device.